Event description:
The customer reported that there might be an issue at this facility that some employees are experiencing irritation with the eyes when using the sterrad. The customer reported that they have questions regarding the oil mist and the h202 monitoring of employee. The asp clinical care reviewed and emailed the oil mist letter with the employee. Asp attempted to retrieve more info about the employees that experienced symptoms. However, upon follow up, the customer reported that "it appears that no one will come forward that there was any problem."

Manufacturer narrative:
Oil mist, conclusion: a customer letter was sent to sterrad customers to reinforce the importance of cancelling the cycle, leaving the room and, discontinue use of the unit until the unit is repaired, if the mist issue occurs. A user guide excerpt that added a warning was sent with the customer letter. The asp device correction number.